Event description:
Pt revised, due to pain caused by loosening of the stem, unk cement.

Manufacturer narrative:
Examination was not possible, as the products were not returned. The investigation was limited to the info provided, as the lot numbers required to review the device history records were not provided. Provided info states the products are not suspected of failing to meet specifications. Provided info also states the loosening of the stem was due to cement mantel breakdown. The brand of cement is unk. Based on the investigation, the need for corrective action is not indicated. Should additional info be received the investigation will be reopened. Depuy considers the investigation closed.